Event description:
A device report from synthes (B)(6) indicated a hospital in (B)(6) reported: revision of prodisc c due to neck pain. Prodisc c, size ld, height 6mm, initially implanted (B)(6) 2010 in disc space c5,c6. Revision surgery due to persisting neck pain. Surgeon stated that x-rays showed slightly rotated prodisc c endplates, relative to each other. He also stated that the cervical spine was probably slightly rotated during initial implantation. The revision surgery went well. Patient received an iliac crest autograft with a 20mm cslp plate and length 16mm, 4.5mm screws. Surgeon noted that patient has very good bone quality and the prodisc c was probably wrongly implanted and the revision surgery was not implant related.

Manufacturer narrative:
Device used for treatment and not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). This device used for treatment and not diagnosis.additional information.a review of the device history records found no issues that would have contributed to this complaint. Since no material was returned for analysis the present complaint can not be fully analyzed and we are not able to give a conclusive statement regarding a possible failure reason. (B)(4): placeholder.